Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Reviewing the provided picture, the breakage of the screw can be confirmed. The breakage point is between the screw head and the threaded shaft. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a dynamic hip screw (dhs) plate implantation on (B)(6) 2020, the second most proximal 4.5mm self-tapping cortex screws broke as the surgeon was tightening the screw into the bone. The screw head broke off as the surgeon was tightening the screw with no additional force. A 4-holes dhs, standard barrel plate was used with a 85mm lag screw. The distal portion of the plate was fixed with four (4) 4.5mm cortex screws, self-tapping in stainless steel. It was noted the patient's bone quality was hard. The surgeon did not have any trouble inserting the other three (3) 4.5mm cortex screws on the plate without tapping before each screw insertion. He pointed out that he did drill the bone bicortically beforehand and all cortex screws are inserted manually without power tools. The surgeon chose to leave the remaining part of the broken screw in the bone as it has good bicortical bone purchase. X-rays were taken however can not be provided due to patient confidentiality. Procedure was completed successfully. No other surgical interventions were required. The broken screwhead was removed from the patient. No surgical delay was noted. Concomitant devices reported: dynamic hip system (dhs) plate (part#280.850, lo#unknown, quantity 1). Unknown insertion instrument (part#unknown, lot#unknown quantity 1). This is report 1 of 1 for (B)(4).